Event description:
Intra-operative issue occurred during knee surgery on (B)(6) , 2022 with the balancer code 9066.64.010, lot 2022960: according to the information received the rotating ring was released and the black seal was missing. The surgery was completed with the same instrument, however the complaint source stated that they were not sure if the required level of newtons was reached. The surgery time was not extended and there were no consequences for the patient. Approximate number of uses of the instrument is 30. This incident occurred in slovakia.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the involved lot number (2022960). We will submit a final report as soon as the investigation will be completed.